Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin reservoir had air bubbles.. The customer stated size of the bubbles was large. Customer stated bubbles were noticed during therapy. Customer stated insulin exited. The insulin pump will not be returned for analysis.